Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 12 infusion set fell off event on (B)(6) 2024. The few events occurred within a few hours of insertion and the few events occurred within one day of insertion. Blood glucose level was 5-7 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 12.